Event description:
It was reported that stent expansion failure occurred. The target lesion was located in the severely tortuous and severely calcified arteriovenous fistula. An 8 x 40 x 75 epic stent was advanced for treatment. However, during stent deployment, a strong resistance was felt, and a radial force was not enough to treat lesion. Post-ballooning was done three times, and the procedure was completed with the original device. There were no patient complications reported and patient was in good condition post-procedure.